Manufacturer narrative:
The reported 4.5 endoscopic cannulated drill bit, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the drill tip broke during use, it was the tenth use of this single use device. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
One 7207315 sterile 4.5mm cannulated endoscopic drill bit used for treatment, was returned for evaluation. The complaint stated: ¿the drill broke at the tip.¿ the reported complaint was confirmed. The product displayed a fractured tip. The broken segment was not returned. Damage was focused primarily on the distal tip where the blade area was distorted and ripped open. The condition is aligned with excess torque. Light rotational bands were observed. Per IFU: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that during knee surgery, when drilling the patient's femur, the drill broke at the tip. A backup device was available to complete the procedure with no delay or patient injuries.